Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of seizure and treatment with medication are known adverse events as listed in the product instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that an xact stent was successfully implanted in the right internal carotid artery. One day post procedure, the patient experienced a focal seizure. Versed was administered. The patient was discharged to home 4 days post procedure. No additional information was provided.